Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during repair of collateral ligament, the twinfix anchor was fractured when screwed-in. The malfunction was solved with a delay shorter than 30 minutes and no patient harm using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in d1, d2, and d4.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. A review of the customer provided image found the part number is 72200750, and the lot is 2025216. The device has been deployed, and the anchor is fractured, a visual inspection of the returned device found that it is outside of its original packaging. The part number of the device packaging shows 72200750 and the lot is 2025216. This information matches the labelling in the customer provided image. The device has been deployed, and the anchor is fractured, there is debris on the anchor and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.